Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced constant/false downstream alert. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log revealed multiple downstream occlusion messages. The cause was identified to be force sensor which was calibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device experienced constant/false downstream alert. No additional information is available.